Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient had faced an infusion set cannula kinked event on (B)(6) 2024. The event had occurred within three hours of insertion. The insertion site had been the lower back. The patient had replaced the infusion set and had resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.